Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call indicating high blood glucose readings and auto off alarm from the insulin pump. The customer's blood glucose reading was 432 mg/dl. The customer received auto off alarm at night then wakes up with high readings. The customer changed her site and her blood glucose was back to normal. The insulin pump will not be returned for analysis.